Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the pacemaker experienced an unexpected error message. The device remains in use. No patient complications were reported as a result of this event.